Event description:
Same case as: 2134265-2015-04595 and 2134265-2015-04612. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled. It was noted that after connecting the motor drive unit (mdu) to the galaxy sled and pressing the pullback record button, an error message appeared and the sled would not pullback. The procedure was completed through manual pullback. The patient's status is stable and fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).